Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One 4.5 fr x 7 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. Evidence of kinking was observed in the introducer sheath approximately 3 cm and 4.6 cm proximal to its distal tip. The distal tip of the introducer sheath was observed to be damaged. A microscopic observation revealed two longitudinal splits in the sheath at its distal tip. One split was observed to be longer than the other and the material was observed to be buckled and raised slightly between the two splits. While the root cause of the damage observed on the introducer sheath is unknown, possible causes include damage during handling or use. A lot history review (lhr) of reer0476 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the gray part of the micro introducer rolled during insertion and could not be inserted into the blood vessel. 12/28/2020- the returned introducer was observed to be damaged and buckled.